Event description:
It was reported that the right atrium (ra) lead was damaged during extraction of the right ventricular (rv) lead. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the lead was stretched. It was noted that all conductors were distorted and stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, all insulation's torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.